Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming no delivery. They changed the site and alarm occurred again. Blood glucose value was 567 mg/dl; customer treated with manual injections and current reading was 416 mg/dl. It was stated that the alarm was resolved by a complete infusion set and reservoir change. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Mother also stated that the customer has been receiving button error alarms about 3 to 4 times a week; they just remove the battery and it starts working again. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.